Event description:
Allergan aesthetics received report from a sales representative who saw an instagram account of a non-coolsculpting office where an unidentified poster alleged having developed paradoxical hyperplasia (pah).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is received.

Event description:
Allergan aesthetics received report from a sales representative who saw an instagram account of a non-coolsculpting office where an unidentified poster alleged having developed paradoxical hyperplasia (pah).